Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while jogging the patient experienced ventricular fibrillation episodes and received appropriate therapy. The patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The patient also exhibited symptoms of arrhythmia, ventricular tachycardia, and atrial fibrillation. While trying to interrogate the patient's device, it was determined that the ICD could no long establish telemetry. The ICD was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset occurred (B)(6) 2014 (B)(6) with no reason code. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.